Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was not getting insulin. Customer had changed the set 4 times. Infusion set had a bent cannula but the device did not alarm. Customer's blood glucose was 600 mg/dl. Customer's blood glucose at time of call was 140 mg/dl. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.